Event description:
Additional information was received indicating that the patient's increase in seizures was not related to vns. The increase was first observed in (B)(6) 2012 and the patient's anti-epileptic medication was adjusted. The seizure frequency was below the patient's pre-vns baseline. It was stated that the physician was uncertain as to if causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The physician did not think that changes in vns or medications were causing increased seizures. There were no external factors. The patient did not report shoulder pain to the physician during any visit; therefore, the physician was not aware of any shoulder pain.

Event description:
On (B)(6) 2012, it was reported that a patient had pain in his right shoulder (frozen shoulder) that, according to the patient's mother, was causing him to have an increase in seizures. The patient was likely going to undergo surgery for his right should issue, which was reported to be not related to his vns. The reporter was unable to comment on the date of the increase in seizures or any other details. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.